Event description:
Customer reported the system crashed during use. No patient injury was reported.

Manufacturer narrative:
A ge operative evaluated the system and replaced the hard drive. System operates as intended.